Manufacturer narrative:
Of the 25 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to an issue with the force sensor plate.

Event description:
This report summarizes <noe> 25</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-79 years of age and between 34 and 170 pounds. Of the reported patients, 9 were male, 10 were female, and 1 were unknown.

Manufacturer narrative:
In quarter 4 of 2018, there were 1 instances of load step malfunction failure found during investigation. This report is processed under the voluntary malfunction summary reporting program